Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead was reported to have high thresholds and it was confirmed a fracture had occurred. A fracture was also confirmed on the right atrial (ra) lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.